Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that, at a follow up appointment, it was discovered that the ipsilateral leg of the main body had migrated upward and slipped out of the common iliac artery and had a distal type I endoleak. The physician elected to embolize the internal iliac artery and implanted an additional stent graft to extend coverage to the external iliac artery. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. After the intervention was performed, the event was resolved and there were no adverse events reported after the intervention.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.